Manufacturer narrative:
Follow up information received on 07-mar-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who became pregnant and had an abortion after essure (fallopian tube occlusion insert) insertion. Approximately 2 months later, she had essure removed by laparoscopy/hysteroscopy due to non-stop bleeding. According to her, an ultrasound revealed left essure with tortuous course, suggestive of perforation into the myometrium. Only abortion is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, consumer mentioned a uterine perforation was suspected by ultrasound. This perforation could have been a contributory role in the reported pregnancy; however it is unclear exactly when the ultrasound was done (if before or after pregnancy onset) and she did not mention the perforation when she informed device surgical removal. Although limited information was provided in this case; given these events nature, causality with essure cannot be excluded. This same assessment is given for the reported bleeding, since abnormal genital bleeding and menses pattern changes may occur with essure therapy. Regarding the reported spontaneous abortion; it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities. Considering this and that a mechanical interference between essure and the early developing is unlikely; this event was considered as unrelated to the suspect insert. Additionally, non-serious events were reported. This case was upgraded to incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044935) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 with lot number a63346. Consumer stated that she has been having on and off pelvic pain. In 2014 she went to a doctor and a transvaginal ultrasound was done. It was described a left essure with tortuous course, suggestive of perforation into the myometrium. Since then, she has been suffering with pain more constantly. She went to her doctor and they were talking about surgery and possible hysterectomy. Follow-up information received on 07-nov-2015 with the final ptc (ptc global number: (B)(4)) investigation result and on 10-nov-2015: the consumer information was updated. Final assessment: batch number - a63346, production date - oct-2012, expiration date - 31-oct-2015. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information was received on 24-nov-2015 and case was upgraded to incident. Essure consumer general questionnaire received. Consumer was (B)(6). She had no previous gynecological problems or procedures, no relevant history or concurrent conditions. Essure was inserted on (B)(6) 2013, 3 months postpartum. As back up contraception she used birth control shot. At first she had on an off pain, then in 2015 constant pain. On (B)(6) 2015 she found out she was pregnant and on (B)(6) 2015 she had an abortion. After non stop bleeding she had essure removed on (B)(6) 2015, via laparoscopy/ hysteroscopy. Consumer recovered from essure removal procedure and was with no pain and feeling much better. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer, who became pregnant and had an abortion after essure (fallopian tube occlusion insert) insertion. Approximately 2 months later, she had essure removed by laparoscopy/hysteroscopy due to non-stop bleeding. According to her, an ultrasound revealed left essure with tortuous course, suggestive of perforation into the myometrium. Only abortion, regarded as spontaneous abortion, is unlisted according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, consumer mentioned a uterine perforation was suspected by ultrasound. This perforation could have been a contributory role in the reported pregnancy; however it is unclear exactly when the ultrasound was done (if before or after pregnancy onset) and she did not mention the perforation when she informed device surgical removal. Although limited information was provided in this case; given these events nature, causality with essure cannot be excluded. This same assessment is given for the reported bleeding, since abnormal genital bleeding and menses pattern changes may occur with essure therapy. Regarding the reported spontaneous abortion; it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities. Considering this information and as a mechanical interference between essure and the early developing is unlikely; this event was considered as unrelated to the suspect insert. Additionally, non-serious events were reported. This case was upgraded to incident, since device removal was required (essure surgical removal reported upon follow-up). Based on the available information, there is no relationship between the reported medical events and a quality defect.